Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient previously implanted with a resolute onyx rx coronary drug eluting stent, a micro driver over the wire coronary bare metal stent and an endeavor sprint rx coronary drug eluting stent reports experiencing blisters all over the body since the first stent was implanted in 2010. A query was made in relation to what the stents were made out of and what drug coating do they have. The patient also stated that one of the stents implanted previously collapsed. The patient states having a metal allergy however multiple doctors consulted have advised that the reaction is not related to the stents and the patient is going to see a blood doctor next. Product components of the stents were discussed with the patient and which stents contained a drug coating and what that drug coating is, was discussed with the patient. The patient was advised to continue to seek medical attention and to follow up as scheduled with doctors.